Event description:
The device would not seat to the right place-handpiece failed. Manufacturer response for device, thermal ablation, endometrial, minerva single sterile disposable handpiece (per site reporter). Contacted sales rep.